Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On march 27, 2023 getinge became aware of an issue with one of surgical lights axcel. As it was stated the lamp was flooded by a leak from refrigeration fan coils in the top of the room, the customer carried out an immediate action at the time of the leak to minimize damage. Spring arm cover was missing, according to the photographic evidence the label was chipping off and the rust occured on fork. After turning the device on, getinge technician performed some tests, device behave normally without any abnormality. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - axcel. As it was stated the lamp was flooded by a leak from refrigeration fan coils in the top of the room, the customer carried out an immediate action at the time of the leak to minimize damage. Spring arm cover was missing, according to the photographic evidence the label was chipping off and the rust occurred on fork. After turning the device on, getinge technician performed some tests, device behave normally without any abnormality. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. There is no information if the claimed device was not being used for patient treatment or diagnosis when the event took place. The fall of plastic fragments is due to the collision and the deterioration of the spring arms occurred during the handling of the device. The incident is due to an inappropriate use. The operating manual includes the instruction to pre-position the arms prior to use, in order to prevent damages. Additionally, the users are requested to pay attention to cracks in plastic parts. Label peeling is probably due to collision or repeated excessive rubbing during cleaning of the device, the use of aggressive or unsuitable cleaning agents may be a contributing factor. The user manual mentions to check the lightheads for chipped paint, impact marks and any other damages during daily checks. The photographic evidences show rust formation and paint peeling on the device. It can be observed that the degradation of the paint and corrosion are mostly localized on the retention areas which shows that the stagnation of liquid or cleaning agent residues have caused paint damages and appearance of rust. Peeling paint and rust formation were probably caused by: a stagnation of aggressive disinfectant and detergent products due to an inappropriate cleaning protocol, the presence of liquid water or an exposure to humid air due to a high relative humidity of the operating room. The instruction for use indicates the environmental condition for use, the relative humidity must be between 20% and 75%. To prevent any incident the instruction for use mentions to perform daily and monthly inspection in order to detect painting defects, impact marks or other damages. The instruction for use mentions not to clean the device under running water nor spray a solution directly onto the device. Certain cleaning products or procedures may damage the paintwork of the device, which may result in particles falling onto the surgical site during an operation. Fumigation methods are unsuitable for disinfecting the unit and must not be used. The instruction for use mentions to wipe with a dry cloth and to make sure no liquid residue is left on the device after cleaning. To reduce the appearance of rust or the degradation of the surface, the technical manual or maintenance manual mentions in the preventive maintenance protocol to lubricate some parts of device. The instruction for use mentions not to use a damaged device because it may lead to a risk of injury for users or a risk of infection for patients. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time. The unique identifier (UDI) # information is not available since the device was manufactured before september 2016. The correction of d4 version or model #, d4 version or model #, h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous d4 version or model #: ard567501960c. Corrected d4 version or model #: ard567502990. Previous d4 catalog #: ard567501960c. Corrected d4 catalog #: ard567502990. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code explain: device not returned to manufacturer. Corrected h3c if other provide code explain: n/a.